Event description:
Drug-coated cypher stent (sirolimus-eluting coronary stent) placed in pt's circumflex artery in 2003 in cath lab. Two weeks later, pt presented to emergency room with acute mi. Pt catheterized in cath lab; stent found to have thrombosed. Emergency coronary artery bypass surgery performed on pt in the operating room. Pt recovered from surgery. Per cath lab surgeon, there was no physical defect in the stent and there is a distinct possibility that the pt was not following anti-coagulant therapy as prescribed following the stent implantation. A review of the FDA product recall database indicates that the FDA is monitoring this particular drug-eluting stent and has requested reporting any adverse incidents under medwatch system.